Manufacturer narrative:
The investigation for the reported optical signal issue has been completed. The product was returned, and the optical signal issue was not confirmed. The cause of the alarm during case start and inability to shut down console was loss of communication to optical bench. The root cause of opm communication loss could not be determined because issue was unable to be reproduced. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. While on support, the automated impella controller (aic) experienced an error message during the case and the catheter was switched to another console. No patient harm was reported.